Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the ventricular lead exhibited decreased sensing and increased capture threshold. The lead was capped and replaced. The patient was stable throughout the procedure.